Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
The patient stated she has one v-go device where the start button has popped up before the 24 hours. The patient applied it last night at 8pm. The patient confirmed she had not touched the needle release button.